Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5083802/5109392.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all devices were removed. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices will not be returned.